Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to cracked end cap. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case near the reservoir compartment, scratched reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 132 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump appeared to be normal. The customer reported a large crack on the reservoir compartment of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.